Event description:
Customer reported problems with l-arm rotation. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire in the rotation controls. System operates as intended.